Event description:
A peritoneal dialysis (pd) patient reported to the fresenius technical service department (ts) on 10/29/2025 that a m31 air detected in cassette warning occurred dwell 4 of 4. The patient was connected during incident and fluid was seen on the floor. The fluid leaked onto the carpet. All cones were broken, and the patient line (pl) did prime all the way to the end. The heater bag (hb) was empty, and the unused lines were clamped. The fluid was discovered during dwell 4 of 4 and the patient was connected during incident. It was unknown where the fluid came from. There were alarms/warnings prior to the leak; m31 occurred prior to the fluid leak. The fluid was not discovered in the pump module area nor discovered on the external side of the cassette. Additional information was requested, however, to date it has not been provided. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Additional information: h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to the (B)(6) department (ts) on (B)(6) 2025 that a m31 air detected in cassette warning occurred dwell 4 of 4. The patient was connected during incident and fluid was seen on the floor. The fluid leaked onto the carpet. All cones were broken, and the patient line (pl) did prime all the way to the end. The heater bag (hb) was empty, and the unused lines were clamped. The fluid was discovered during dwell 4 of 4 and the patient was connected during incident. It was unknown where the fluid came from. There were alarms/warnings prior to the leak; m31 occurred prior to the fluid leak. The fluid was not discovered in the pump module area nor discovered on the external side of the cassette. Additional information was requested, however, to date it has not been provided. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.